Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0: con210730 / model #: 1407de / catalog #: 1407de / expiration date: 2017-02-28, UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient disconnected both batteries during the night and expired. The nurses living with the patient did not hear any alarms; however, it was suspected that the patient was suicidal and might have silenced the alarms. The ventricular assist device (vad) remains in the patient, and the controller was removed from service.

Manufacturer narrative:
Product event summary: the controller and hvad pump were not returned for evaluation. Log file analysis revealed three controller power-up events logged on 28(B)(6) 2018 at 03:31:25, 03:32:16, and 03:32:29. There were no anomalies observed leading up to the losses of power. The data point prior to the losses of power revealed that bat212419 was connected to power port one with 91% relative state of charge (rsoc) and a power adapter was connected to power port two. No data was recorded after the controller power-up events, indicating that power sources were not reconnected to the controller for a period greater than 15 minutes. As a result, the reported power loss event was confirmed. The reported no sound event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "no power" alarms not sounding may be attributed but not limited to a faulty internal battery, a faulty speaker, and/or intentional silencing of the alarm. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. Additional products: controller 1.0 con210730 h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213: FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.